Event description:
Patient allegedly received an implant on (B)(6)2018 via the right common femoral vein due to upcoming bariatric surgery, followed by two unsuccessful percutaneous removal attempts on (B)(6)2018. Patient is alleging device is unable to be retrieved/failed removal x2. The patient further alleges "abdominal pain is constant and now my legs are staying swollen and doctors don't seem to know why but I think it all started with this pain. I have had to delay the planning of parenthood because it would be more of a higher risk with ivc filter. I get charley horse cramps and muscle spasms all the time now." Retrieval report (attempted): "findings: her inferior vena cava vena cava was widely patent, and there was no retained thrombus within her filter. Her filter was positioned appropriately just below the level the renal veins, the just above this level. There was some tortuosity within the inferior vena cava. Possibly because of the tortuosity, attempts to remove the filter were unsuccessful. The hook of the filter could never be engaged". Retrieval report (attempted): "on ap imaging, the tulip filter appears to be perfectly centered. On right anterior oblique projections, the filter also appears to be well centered. On left anterior oblique projections the filter appears to be well centered. Venograms were performed with the c-arm angled to the left anterior oblique projection and ap projections. On the lao projection of the venogram, one can see that there is a slight inpouching of the cava wall, which is essentially blocking access to the hook on the cephalad aspect of the filter. Even using a large angioplasty balloon (from above and below) to try and tilt the filter away from this feature of the vena cava, the hook could not be captured. After 43.9 minutes of fluoroscopy time, it was elected to discontinue the procedure. At the completion of the case, the filter was completely intact".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b1, b2, b5, b6, b7, d1, d4, g5, h1, h4, h6. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: unable to retrieve/failed removal, tilt, pain, leg swelling, life disruption, cramps, muscle spasms. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, leg swelling, life disruption, cramps, and muscle spasms are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k) k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2018. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."